Event description:
Customer reported a blood glucose results of 376 on her advantage system, professional device result of 161 within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.